Manufacturer narrative:
On 12-jun-2025, the following additional information was obtained: the system did not present any faults when initially powered on. The customer was able to complete the procedure with the original erbe.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed but the reported failure could not be reproduced. The logs could not confirm that the fault occurred in the field. The unit had no significant scratches nor dents. The front bezel was in decent condition. The unit functioned as expected. .

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure that the integrated electrosurgical unit (iesu) had poor monopolar and bipolar energy output. The intuitive tech support engineer (tse) guided the site with replacing the energy cable and instruments. The caller replied that she had already tried that, but the issue remained. The tse guided the site with power cycling the erbe. The caller advised that she had also tried this, but the issue remained. The procedure was reportedly being completed as planned, with no reports of patient injury.